Event description:
Philips received a complaint on the v60 ventilator indicating that the device was booting frequently with an error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp), the device frequent reboot issue was communicated. It was stated that the central processing unit (cpu) printed circuit board assembly (pcba) was suspected to be the cause of the reboot issue. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 06may2024, the device frequent reboot issue was communicated. It was stated that the central processing unit (cpu) printed circuit board assembly (pcba) was suspected to be the cause of the reboot issue. In a gfe response from the asp received on 02jun2024, it was stated that the cpu pcba was not replaced by philips because the customers device was not under warranty and the customer refused to pay for the repair. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.